Event description:
During stenting of the right renal artery, the stent of the stent delivery system (sds) dislodged from the balloon, slightly distal to the target lesion. Subsequently, a small amount of the lesion was left uncovered, and another stent needed to be deployed to successfully cover the lesion. There was no reported injury to the pt. The age and gender of the pt is unk. The characteristics of the vessel are unk. The rate of stenosis is unk. The product was properly inspected and prepped prior to use. There was no positive pressure applied to the balloon during prep or at any time during the procedure. The physician made access to the pt using a right femoral approach. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the sds. The lesion was not pre-dilated. As the physician advanced the sds into the renal artery, the stent came off the balloon in the lesion. The balloon of the sds was removed from the pt, and a maverick balloon (bsc) was used to post-dilate the stent. After the stent was placed, a small amount of the lesion was left uncovered. Therefore, another stent was placed to completely cover the lesion. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.